Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately low compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining an alleged low reading of "70 mg/dl" with the subject meter that began on the morning of (B)(6) 2011. The patient claimed he manages his diabetes with insulin. The patient denied taking any action regarding his diabetes management routine at the time the alleged issue began. The patient reported 4-5 hours after the start of the alleged issue, the patient became incoherent and unresponsive; which he described as being shock. In response to the symptoms, the patient reported emergency medical services (ems) was notified for assistance. According to the patient, he was tested by the ems meter with a reading of "310 mg/dl" and was then administered IV fluids. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate low reading on the subject meter and reportedly received treatment from ems after the alleged meter issue began.